Event description:
According to the reporter, during the lobectomy procedure, the surgeon fired the device to pulmonary parenchyma. Air leakage was noted at leak test and some staples were malformed, as one side of staple was not b-formed but was still I-formed. The surgeon stopped bleeding at incomplete staple line by soft coagulation, then the leakage was stopped. No harm was caused to the patient.